Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that customer having issues with bd vacutainer® ctad blood collection tubes, the tubes are broken. Customer reported: since the beginning of (B)(6) we have had a very unusual problem with broken citrate tubes ctad tubes 2.7 ml: ref 367562 and 4.5ml (?): ref 367599. 1st episode: 2 tubes on (B)(6) then 1 on (B)(6) from the same service; tubes 4.5 (ref 367599) or 2.7ml tubes (ref 367562)?: we conclude that a plate of tubes may have been abused and we ask the service to return the tubes. 2nd episode: 1 tube on (B)(6) broken bottom and 2 tubes on (B)(6): different services and different lots; 2.7ml tubes (ref 367562): broken at the plug, for the 1 of them, the technician realized by going to see if there was 1 clot because tp <10% and tca> 180 sec, the requested control showed 1 normal coag.